Event description:
The customer reported being in the emergency room due to high blood glucose of 435md/dl and symptoms of diabetes ketoacidosis. The customer was treated and got anti nausea medication, and then he was released. The customer stated that the insulin pump was tampered and it just changed on its own the pattern, but the customer turned the pattern back on. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.